Event description:
The customer reported that patient samples were processed when the deionized water depleted on the immulite 2000 xpi instrument. The results obtained during this time were reported to the physician(s), who questioned the results. On the following day, the samples were repeated on the same immulite 2000 xpi instrument and different results were obtained. The repeat results were reported to the physician(s), as the correct results. The customer did not provide the results. This MDR is being filed in an abundance of caution as the customer did not provide patient data. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that patient samples were processed when the deionized water bottle depleted on the immulite 2000 xpi instrument. When the samples were repeated, different results were obtained. Quality controls (qc) were acceptable prior and after the event. On the day of the event, the customer also observed that the bulk exit chute was blocked with reaction vessels and removed the reaction vessels. Then, the customer homed the system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse verified the alignments at reagent and sample probes, primed water and substrate, and ran a post maintenance (pm) water test successfully. Next, the customer ran accuracy tests for thyroid stimulating immunoglobulins (tsi) and beta-2 microglobulin (bmg), which were acceptable. There was no evidence of an instrument malfunction. The customer¿s choice to process samples when the system alerted the operator of the deionized water bottle depletion contributed to the discordant results. The operator subsequently added deionized water to the water bottle to resolve the low deionized water volume. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2023-00003 with the FDA on 17-jul-2023. Additional information (26-jul-2023): siemens further evaluated the event and determined that proper washing of the beads was prevented at the time of the event as the distilled/de-ionized water ran out on the system, which potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.